Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint lead was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Dislodgment or dislocation is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint lead was not returned to boston scientific therefore, product analysis could not be performed. However, dislodgement or dislocation has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as dislodgement or dislocation is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that recently, episodes of p-wave over-sensing due to decreased r-wave amplitude measurements were observed from the implantable cardioverter defibrillator (ICD). The patient was evaluated in-clinic, where x-ray imaging showed that this right ventricular (rv) had dislodged from the implant location. The patient was admitted to hospital with device therapies programmed off and is awaiting a lead revision procedure. In the meantime, boston scientific technical services was contacted and provided troubleshooting options to assess the lead integrity. Recently, the system was explanted and replaced with a non-boston scientific dedicated bipolar system to better suit the patient's clinical needs. No additional adverse patient effects were reported. It is unknown if this lead will be returned for analysis.

Event description:
It was reported that recently, episodes of p-wave over-sensing due to decreased r-wave amplitude measurements were observed from the implantable cardioverter defibrillator (ICD). The patient was evaluated in-clinic, where x-ray imaging showed that this right ventricular (rv) had dislodged from the implant location. The patient was admitted to hospital with device therapies programmed off and is awaiting a lead revision procedure. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.